Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced percutaneous lead and pump pocket infections that proved to be untreatable with the lvad in place. Multiple drug regimens were attempted prior to the decision to explant the lvad. It was noted that the patient had been receiving good hemodynamic support while on the lvad. The lvad was explanted and the patient was placed on an intra-aortic balloon pump (iabp) coming off bypass. The iabp was removed and patient is ongoing.

Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.